Event description:
Additional information: it was clarified that the event was related to the previous pump and not the replacement pump reported in the initial report. It was further reported that the "pump caused patient's leg to go to sleep when she would sit down and she would feel like she would get medication and then not get medication". It was added that it appeared that catheter may have been kinked and this was discovered at removal of the pump. The issue was noted to have been all resolved since getting the new pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the refill/ programming date was (B)(6) 2011. It was noted there was inability to aspirate fluid; no free flow of csf on (B)(6) 2011. Isotope pump study results were functioning drug delivery on (B)(6) 2011. It was noted that the battery was at end of life. The pump was replaced on (B)(6) 2011. The patient outcome was noted as resolved without sequelae on (B)(6) 2011. The pump was delivering morphine, bupivicaine and clonidine.

Manufacturer narrative:
Catheter: model 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk.